Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not returned.

Event description:
The affiliate reported that there was leaking at the stopcock level of the patient line. No other details were reported.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the device was leak tested and a leak was confirmed at the stop cock of the measuring base. The leak was in the part where samples can be taken. It seems that the blue cap that was on the connection was over tightened and this has caused the stop cock to split. It appears that the root cause of the problem reported by the customer may be due to over tightening. This however could not be confirmed. The IFU does indicate that users should only finger-tighten all stop cocks. Review of the history device records was not possible as the lot number was unknown. . Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.